Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the event. The following day the patient reported the body charger was burning them, that the recharger was not charging the implant, and requesting status of the replacement. The patient confirmed that they did see a red circle on their body but no scars were left from the recharger getting hot. The recharger had been burning them for a while and then the last two days it was not charging. The patient stated they would have to charge for 5 minutes then shut off and put the recharger back because it got so hot. The patient mentioned receiving a new controller thinking that was the issue. The patient received the replacement recharger and they were recharging the implant on excellent quality now with the new recharger. The patient would continue to monitor the issue and call back if it persists.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was not able to charge their implant and the issue began 2 days ago. Patient stated the recharger was getting hot. A replacement recharger device was sent out.